Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5314-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set was separated. The following information was received by the initial reporter with the following: it was reported by the customer that had two patients over the weekend on (B)(6) whose j-loops came detached from the IV catheter port while the patients were in postpartum. This morning on (B)(6), one of our inductions also had theirs become disconnected.